Event description:
It was reported that the patient¿s legs were shaking with stimulation. A CT and CT myelogram were performed and the impedances were checked. The cause of the event was unknown. The device was explanted and replaced as a result of the event. The issue was resolved at the time of the report. The patient status was listed as ¿alive ¿ no injury¿ at the time of the report.

Manufacturer narrative:
(B)(4). Analysis of the ins (s/n: (B)(4)), found no significant anomalies. The ins was functionally okay. Analysis of the lead (s/n: (B)(4)), found no significant anomalies. The outer insulation was melted. The following.

Event description:
Additional information received from a manufacturing representative (rep) reported that the patient's leg was shaking when stimulation was turned up to therapeutic level. She had excessive motor stimulation despite programming. It was noted that the 5-6-5 lead was at "t7-9." There was positioning difficulty related to the leads. During the replacement they had switched the lead 2x8 in retrograde fashion to "t9-10/11" and got good coverage. The device was returned to the manufacturer for analysis and the patient recovered without sequela. The patient later reported that the issue had been happening since the very beginning when the patient got the implant. By the time they replaced the stimulator, she could not even stand or walk so she had to keep the system off. The patient was in so much pain that she was in the hospital for 16 days. This happened from the beginning and the problems got progressively worse and worse, and the "whole body problems" there she couldn't walk started happening about 2 weeks before the stimulator was replaced.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).